Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was found. The capacitors were sent to the manufacturing site for further analysis and an anomaly was found. The cause of the extended charge time was due to a high voltage capacitor anomaly.

Event description:
It was reported that upon interrogation of the device, an alert for capacitor charge time met was received. A capacitor maintenance was performed but charging timed out. A second capacitor maintenance was successful and cleared the alert. No adverse consequences were caused. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.